Event description:
It was reported by the affiliate that during a tunica vaginalis testis procedure the tape detached itself from the needle. Another tunica vaginalis testis device was used to complete the procedure. There were no pt consequence reported.